Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer experienced nausea and mild ketones. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was advised to check leaks in the tubing and air bubbles can limit the amount of insulin received during a bolus. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The insulin pump will not be returned for analysis.